Event description:
It was reported that this left ventricle (lv) lead was exhibiting a high pacing threshold. The lv lead was out of service but still implanted. No additional adverse patient effects were reported.